Manufacturer narrative:
The attempted device is expected for return and analysis. This report will be updated should additional information be obtained.

Event description:
Boston scientific received information that during the implant procedure high out-of-range right atrial (ra) lead pace impedance measurements, noise and inability to capture were observed upon insertion of the lead into the header of this implantable cardioverter defibrillator (ICD). The lead was tested via pacing system analyzer (psa) and normal measurements were obtained. Several more attempts were made at reinserting the lead using different techniques but the issue persisted. This device was removed and replaced with a new ICD without further complication. The replacement device and ra lead remain in service. No adverse patient effects were reported.